Event description:
Pt was revised to address pain attributed to loosening of the tibial component and sleeve. The patella also appeared to be under resected which also may have led to the pain.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product info. Provided info stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.